Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that approximately 1.5 years following the implant of this transcatheter bioprosthetic valve, the patient received a permanent pacemaker as treatment for dyspnea of unknown etiology. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the previously reported pacemaker implant was inaccurate. The pacemaker implantation was aborted due to complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.